Manufacturer narrative:
Concomitant medical products: product ID: 694758, lead. Implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to the implantable cardioverter defibrillator (ICD) alerting. There it was discovered that the right ventricular (rv) lead had increased and high pacing impedance as well as intermittent oversensing of atrial beats leading to double counting. The lead was unplugged from the ICD and tested with normal electricals. The lead was reseated into the ICD header. The ICD and lead remain in use. No patient complications have been reported as a result of this event.